Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the meter emitted an error one warning that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014 - device evaluation: the meter has been returned and evaluated by product analysis on 05/22/2014 with the following findings: during investigation, a review of the meter¿s error history showed an error 1 had occurred. The meter failed to display the setup screen and remained frozen on the hourglass. Further testing was unable to be performed due to the inability to navigate to the startup screen. The error 1 issue was not able to be duplicated during investigation.